Event description:
The company received a report where it was claimed that the unit did not provide an audible tone.

Manufacturer narrative:
The caller has declined returning the device for eval. Manufacturing facility has initiated a corrective and preventative action associated with the customer reported failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.